Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer went to emergency room due to high blood glucose of over 500mg/dl on (B)(6) 2019. Customer stated that insulin pump was not delivering insulin which may lead to high blood glucose and nurse in hospital mentioned that insulin pump was not working. Customer had vomiting and difficulty in breathing. Customer was treated with intravenous and had blood test. Insulin pump will be returned for analysis.